Manufacturer narrative:
Complaint (B)(4) received. There were no allegations of patient harm. The customer determined a solenoid was unplugged. The customer plugged in the solenoid to correct.

Event description:
The customer claims the pump only works on the heating side.